Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion test keeps alarming at 29psi. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion. The cause was determined to be a failing force sensor that was out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.